Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 08/12/2020, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant hematocrit result of 32% pcv on a (B)(6) year old male patient with a seizure and alcohol withdrawal. Testing was performed when the patient was admitted on (B)(6) 2020. The patient passed away due to cardiac arrest with pea on (B)(6) 2020 at 1832. The patient was transfused based on the lab results. There was no additional patient information available at the time of this report. Return product is available for investigation. Method: lab, date: (B)(6) 2020, tested: 15:35, hematocrit: 20.7%pcv, hemoglobin: 6.2g/dl; I-stat, (B)(6) 2020, 16:00, 32%pcv, 10.9g/dl; lab, (B)(6) 2020, 06:00, 22.9%pcv, 7.1g/dl; I-stat, (B)(6) 2020, 08:50, 21%pcv, 7.1g/dl. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Acpoc incident# (B)(4). The investigation was completed on 18-sep-2020. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria found in (B)(4) - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for cg8+ lot w20133.